Manufacturer narrative:
Citation: frerker c. Expansion of the indication of transcatheter aortic valve implantation--feasibility and outcome in "off-label" patients compared with "on-label" patients. J invasive cardiol. May 2015; 27(5):229-36. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of performing transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2012. The study population included 591 patients (predominantly female; mean age (B)(6) years), 9 of which were implanted with medtronic hancock (serial numbers not provided). Among all patients adverse events included: nine patients with a degenerated hancock aortic bioprosthesis. No additional adverse patient effects were reported.